Event description:
During a code blue due to severe respiratory distress, the wall outlet was not supplying high flow o2 necessary to operate 100% "nrb". The engineering dept checked the equipment and discovered the "seat spring" was inserted backwards. Due to multiple health problems, the physician felt the pt was terminally ill and unable to state this event caused or contributed to the code blue and subsequent death.